Event description:
In 2009, the patient reported that e4 (occlusion) error was displayed on his infusion device today and his blood glucose elevated as a result. He stated that he changed the infusion set this morning. At lunchtime, he attempted to bolus 5.2 units of insulin and e4 was displayed. He placed the infusion device back in the run mode assuming he received the entire bolus amount. At 2:30pm, he began "feeling bad" and his blood glucose was elevated to 440 mg/dl. He reviewed the bolus history and found that only 2 of the 5.2 units of insulin had been delivered. He attempted to bolus and e4 was displayed. He cleared the error and reconnected to the infusion site and he delivered the correction bolus in 1.0 unit increments without error. At 4:45pm, his blood glucose measured 309 mg/dl. His target blood glucose level is 80-120 mg/dl. The patient was at work and was not able to change the infusion set. In 2009, the patient called back and stated that he found a kink in the infusion tubing. He changed the infusion set and had not further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.